Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: a manufacturing record evaluation was performed for the finished device 04.117.311s, lot: 40p3651 and no non-conformances were identified.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the sales rep in japan that a patient underwent an osteosynthesis surgery on (B)(6) 2022 for a fracture of distal end of humerus with the plate. According to the report, the application for the 9-hole plate that the surgeon should have used had not submitted before the surgery. Therefore, the surgeon had no choice but to use a 11-hole plate in the surgery. The surgery was completed successfully within 30 minutes delay. There were no adverse patient consequences reported. No additional information was provided. This complaint involves one(1) device.